Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report dyspnea, partial clip movement, and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. The patient was presented with prolapsed p2-p1 and have a high surgical risk. One xtw clip was implanted with no reported issue, reducing mr to grade 1. On (B)(6) 2022, the patient returned with worsening of health condition (dyspnea appeared). Transesophageal echocardiogram (tee) showed the posterior leaflet almost fully detached from the clip. The clip is attached to the tip of the posterior leaflet and chordae tendinea. Mr increased to grade 3. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) appears to be due to patient conditions (prolapsed p2-p1 (posterior leaflet)). Mitral valve insufficiency/ regurgitation (mr) resulting in dyspnea appears to be due to the partial clip movement (migration). Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.